Event description:
It was reported that the ligasure failed to work during a laparoscopic procedure. The procedure was completed successfully without any delay. There was no medical treatment or intervention and no adverse consequences associated with this event. During testing it was confirmed that the device coagulated intermittently.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. The device was received with biological material on the jaws; evidence that it was clinically used . The instrument did not activate appropriately. Electrical current would only flow intermittently. The device was disassembled, and upon examination one of the wires broke from the membrane, therefore isolating the issue to wire damage/wear. The results of the investigation determined that activation of electrical current in the device was intermittent or absent when pressing the thumb button. This was a result of a damaged wire connecting the pcb to the jaw. A potential root cause may have been excessive lateral forces on the button along with extended use, therefore reducing the integrity of the wire. A review of the lot control sheet (lcs) indicated that all required inspections and tests were conducted on all devices in the lot in question indicating that the instrument was in working condition when released from stryker® sustainability solutions. The instructions for use reprocessed ligasure blunt tip laparoscopic sealer/divider states: "press and hold the purple activation button on the back of the instrument." "When the seal cycle is complete, release the activation button on the instrument or the footswitch pedal. Keep the activation button dry and clean." "Before starting the procedure, confirm proper energy platform settings. The default setting is 2 green bars." "Before using, inspect all ligasure system and instrument connections. Improper connection may result in arcs, sparks, accessory malfunction, or unintended surgical effects." "Contact between an active instrument electrode and any metal object, such as hemostats, staples clips, retractors, etc., may increase current flow and can result in unintended surgical effects such as an effect at an unintended site or insufficient energy disposition."